Event description:
A nurse reported that a pt was diagnosed with peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2014. This reporting nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not don a mask. No peritoneal dialysis treatment were missed and there was no reportable device malfunction. The pt was administered vancomycin 1000mg/2l intraperitoneal route every 48 hours for two weeks. As on (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the pt's signs and symptoms or peritonitis have resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has reviewed medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The peritoneal dialysis cycler was returned for eval and determined to be functioning according to product specs. Further eval found no device malfunction that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.